Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of up/down knob, water tightness lost, control unit cracked, right/left knob discolored, switch box scratched, scope connector cover shaved, grip scratched, shaft guide corrosion due to water leakage, plug unit cracked, scope cover unit corroded due to water leakage, light guide cover glass corroded due to water leakage, due to a crack on connect cover, insulation resistance value at distal end did not meet the standard value, due scratched on objective lens, the image has dark area partially, due to wear of angle wire, the play of up/down knob out of the standard value, insertion guide protector scratched, light guide lens cracked, bending tube deformed, adhesive on bending rubber cracked, discoloration, connecting tube discoloration, universal cord buckled, and light beam did not work. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a evis exera iii gastrointestinal videoscope for light beam not working. Upon inspection and testing of the customer returned device, foreign material was found in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter is attached to the air/water nozzle. There is dirt on the air/water cylinder, suction cylinder, scope connector base, light guide (lg) cover glass, lg lens, and water channel. The event can be detected/prevented by following the instructions for use which state the following: 1) " inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and objective lens cleaning function." 3) "warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." 4) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 5) "flush the air/water channel with detergent solution." 6) "presoak for excessive bleeding and/or delayed reprocessing after each procedure." 7) "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.